Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, critical low not triggering for refill. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical low not triggering for refill. A technical support specialist (tss) working on other bjc projects, the tss decided to review the setup for the customer. The tss found that a table was blocking critical lows and stock outs for several stations at the facility. The tss asked the customer to confirm which stations should be removed from the block. The customer responded that they only wanted to move forward with pacu-b, as that area was used as overflow for the emergency department. The other areas were to remain blocked, as they were procedural spaces serviced outside of normal business hours and managed through the jit console. Therefore, the tss continued to block pacu-a, and it appeared to be working as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, critical low not triggering for refill. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.